Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had 2 screws missing and broken off in the insert, preventing the outer casing from being screwed on. The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation was confirmed. Based on the results of the investigation, it is likely, that contact failure occurred, due to the adhesion of foreign material, including dust, inside the exterior-board as well as corrosion. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.